Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, 24 episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2016. The criteria for the right ventricular lead integrity alert were met,lead integrity warning triggered on (B)(6) 2016 for non-sustained tachycardia and ventricular- sensing integrity counter (sic).oversensing due to non-physiologic signals/sic (sensing integrity counter),693 ventricular- sensing integrity counter (sic) since last session 19.19 hours ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to noise and a fracture. The lead was capped and replaced. During the replacement procedure, the helix on the new lead would not extend after positioning several times. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.